Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system the customer received results indicating false resistance for two antibiotics. Confirmatory testing produced results indicative of sensitivity for both antibiotics. At this time, it is unknown whether or not patient samples were involved. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "client reports discrepancy of results of ciprofloxacin intermediate (mic 0.5) and norfloxacin (mic equal to or less than 2.0), when retested by another methodology obtains sensitive results for both antibiotics."

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone number:(B)(6). Initial reporter address: (B)(6). Multiple 510k numbers were reported to be involved: k020321, k040099, k131331. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system the customer received results indicating false resistance for two antibiotics. Confirmatory testing produced results indicative of sensitivity for both antibiotics. At this time, it is unknown whether or not patient samples were involved. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "client reports discrepancy of results of ciprofloxacin intermediate (mic 0.5) and norfloxacin (mic equal to or less than 2.0), when retested by another methodology obtains sensitive results for both antibiotics."

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for failures due to high mic results for ciprofloxacin (cip) and norfloxacin (nor) with staphylococcus aureus when using phoenix panel pmic/ID-89 (448611) batch number 1145175. The customer did not return lab reports, isolates, or panels for investigation. To investigate, a total of five retention panels from the complaint batch were tested using a phoenix instrument with qc isolates of staphylococcus aureus (a29213) and evaluated for ciprofloxacin (cip) and norfloxacin (nor) mic results. During investigation, all five panels tested yielded satisfactory results in the expected range for ciprofloxacin (cip) and norfloxacin (nor). This complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed two additional complaints for the complaint batch not related to this specific issue. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Per baltrmphxidastaph rev 10 version h, ID 2.0-2.14, indicates the potential risk of a false resistant result as an s3.

Manufacturer narrative:
This supplemental report has been created for the purpose of cancelling MFR report # 1119779-2022-00730. New information includes a change to the medical device catalog # involved. The new medical device catalog # is not a registered medical device in the us. Likewise, no similar products are sold within the us.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system the customer received results indicating false resistance for two antibiotics. Confirmatory testing produced results indicative of sensitivity for both antibiotics. At this time, it is unknown whether or not patient samples were involved. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "client reports discrepancy of results of ciprofloxacin intermediate (mic 0.5) and norfloxacin (mic equal to or less than 2.0), when retested by another methodology obtains sensitive results for both antibiotics."